Event description:
During preventive maintenance, the customer discovered that the soft key that sets the pacer output was not working. There was no pt involvement, this was discovered during preventive maintenance.

Manufacturer narrative:
(B)(4): during preventive maintenance, the customer discovered that the soft key that sets the pacer output was not working. There was no pt involvement, this was discovered during preventive maintenance. The device was evaluated at philips. The symptom was confirmed. The cause of the issue was localized to the bezel assembly. The device passed all testing and was shipped back to the customer. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. No further communication was requested and none is warranted.